Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
During surgery, the oic peek cage was fractured while being impacted into the pt. (The surgeon tried to place the cage very tight, thus the retraction might have been not adequate.) The main broken piece was retrieved; however, it is not possible to confirm whether a tiny broken piece is remained or not. As a result, the cage that is one size smaller was placed. The product is available for eval; however, it needs to be returned to the customer. No x-ray is available.